Event description:
It was reported that an alert for non-sustained right ventricular oversensing due to potential noise was noted on the right ventricular via review of remote transmission. Unknown if an intervention was made. There were no adverse events to the patient.